Event description:
It was reported that prior to a biopsy procedure, the device was difficult to prime. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum instrument was returned for evaluation. The magnum instrument was visually inspected upon receipt, and it was found the cover is slightly bent. The device was functionally tested and passed the tests. However, the gun primed and fired with lots of resistance due to the gun very dry and sled force test out of tolerance during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported difficult to prime issue. The root cause for the reported difficult to prime issue was determined to be the gun very dry. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. (Expiry date: 01/2023).